Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a sling on 12/19/2008 due to sui. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that patient underwent revision of mesh due to erosion on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion from prior transvaginal taping.

Event description:
It was reported that the patient underwent a sling on (B)(6) 2008. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and second mesh was implanted.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat stress urinary incontinence. It was reported that the patient underwent revision of mesh due to erosion on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary urgency, nocturia and urinary frequency.

Manufacturer narrative:
.